Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The pulse generator displayed an incorrect serial number. The patient would be brought in for further evaluation.